Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose rose to 400 mg/dl. The customer also requested assistance with rewinding and priming the insulin pump. The customer also reported a 12 unit manual injection did not appear to be effective on controlling their blood glucose. Customer declined to troubleshoot for their blood glucose. Customer's current blood glucose was 358 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.